Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clock was slow by 3 minutes, gave false no delivery alarms, backlight was dimmer, screen was scuffed badly and was cloudy and hazy, it was hard to see the insulin pump in bright light and had rejected new batteries and the battery opening was pretty banged up. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.